Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via medwatch "huber needle from port kit lot number redx1729 was being used to flush port during port insertion procedure. During flushing, huber needle broke off inside of port while in patient. Needle was removed from port and pt without injury or issue."